Event description:
The connection of y-connector was damaged and it could not detach from the hub of britetip guiding catheter. The pt was a (B)(6) female. The target lesion was unk. There was no calcification and mild vessel tortuosity, the rate of stenosis was 0%. The connection of y-connector was damaged and it could not detach from the hub of britetip guiding catheter. The hub of the catheter was not damaged prior to attaching y-connector. There was no difficulty attaching the y-connector to the hub. It is unk if there was any excessive force used to connect the devices. It is unk if the connection was firm. Another product (details unk) was used and the procedure was completed without any other problems. There was no adverse event and the pt is in stable condition. The physician could not confirm whether the hub of y-connector was broken or hub of britetip was broken.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.